Event description:
Received a letter from an attorney alleging a fire occurred in a home where a pride powerchair was located. The end user passed away due to injuries sustained in the fire.

Manufacturer narrative:
An inspection is scheduled for 2009. Upon completion of our investigation, a follow-up report will be submitted. Cannot draw any conclusions at this time.